Event description:
It was reported that during a low anterior resection procedure, after the doctor fired the device, it was noticed that the staple line only formed on the ends with a hole left in the middle. Doctor over-sewed the staple line. There was no patient consequence.